Event description:
Meter name: one touch profile, strip name: one touch, meter code: unk strip code: unk, strip storage: unk. Symptoms: unable to tell per cust their symptoms are very subdued. A pt reported they were treated by emergency medical tech. Their meter allegedly was missing segments. The result on their meter was unable to test. The result on the emergency medical tech's meter was 23mg/dl. There was no comparison. Treatment was glucose. No further info has been reported.